Event description:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise causing an inappropriate shock. Boston scientific technical services (ts) review of the rv electrogram (egm) also noted asystole greater than two seconds. Ts recommended isometrics/pocket manipulation/aggressive maneuvers and measuring impedance during movement. The health care professional (hcp) indicated they would have the patient go to the hospital to have their device checked. There were no additional adverse patient effects reported.

Manufacturer narrative:
Additional information was received that a new rate sense lead was implanted.